Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue due to stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems (wear, bending, deformation, fracture, fatigue). A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope had no image. There was no patient involvement.